Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens -2.75 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault, significant reduction of iridocorneal angles and glare/haloes and the problem resolved. In the reporters opinion the cause of event was user error. However, the reporter stated that the lens failed to perform as intended. Per updated information the reporter states"the patient had caliper w-w 12.1 mm ou, quite deep ac-s (3.4-3.5mm), and was suggested by ocos, and I was expecting it too, that the size 13.2mm icl should fit the sulcus perfectly. But, obviously due to some posterior sulcus anatomy variations, it had excessive vault and did not work as expected."

Manufacturer narrative:
(B)(4). Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).